Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies balloon rupture potential complications associated with use of the device.

Event description:
As reported, the patient's left internal carotid artery was 3.5mm distal and 4.0mm proximal, and a 4.0 * 15 balloon was selected. However, the balloon was damaged at the beginning of pressurization. The device was removed and replaced with the same type of balloon, and the procedure was completed. No patient injury was reported.